Event description:
It was reported that during follow up the device showed several alerts for low high voltage lead impedance. Attempted therapy delivery was aborted. The patient received external defibrillation for the arrhythmia. The lead was found to have insulation damage. The lead was capped and replaced. Patient condition was good after the event.